Event description:
At the beginning of laparoscopic appendectomy (lap appy) procedure, the needle broke in the subcutaneous space. The surgeon retrieved the broken portion of the needle. Before the case preceded, a kidney, ureter, and bladder x-ray (kub) was done to verify that there was no remaining pieces of the needle. X-ray was read as negative.